Event description:
It was reported that the ventilator did not properly ventilate the patient. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly checked the ventilator after the event. It passed pre-use check with no issues. No parts were replaced. Provided ventilator logs were reviewed. According to the event log, alarms for peep high were generated on the reported event date in combination with alarms for airway pressure high, expiratory minute volume low and respiratory rate high. The generated alarms indicate a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to a higher peep value than the pre-set and an alarm for airway pressure high is generated. Airway pressure high and expiratory minute volume low alarms indicate that ventilation was ongoing but with higher airway pressure than intended and that the measured expiratory minute volume is lower than the by the user set lower expiratory minute volume alarm limit. The high airway pressure alarm and the termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. Information concerning what type of patient breathing circuit or filter that was in use at the time of event was not provided. According to the test log, successful pre-use check was performed prior start of ventilation. The technical log does not contain any technical error codes to indicate any ventilator malfunction. There is no indication of a ventilator malfunction at the time of the event. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).